Event description:
Ous MDR - this patient received inappropriate shocks due to noise. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular around 32.5 cm distal to the df4 connector pin the lead body was found squeezed and deformed. In this region the insulation was severely damaged. The coating of the conductor cable to the rv shock coil was damaged in this area. The observed insulation damage can be considered as the root cause for the noise which led to shock delivery as reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore multiple extraction damages such as a fractured conductor cable to the ring electrode, deformations of the fixation helix and the shock coils as well as cuts in the insulation were noted. Blood penetrated the lead. In the course of the mechanical analysis a stylet could be inserted but only be advanced 32 cm towards the lead tip due to the severe damage in this area. During the electrical analysis the broken contact in the conductor to the ring electrode was measured. Additionally low impedances were measured due to the above mentioned insulation damage. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.